Event description:
Boston scientific received information that this patient's right ventricular (rv) lead displayed low shock impedance measurements. Troubleshooting was performed and the physician decided to perform a maximum energy shock to assess the rv lead. After the shock was delivered, this implantable cardioverter defibrillator (ICD) displayed a fault code for a short circuit. As a result this ICD was explanted and successfully replaced. No adverse patient effects were reported.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory a detailed analysis was performed. From device observation, there were no arc markings present on the can. A shorted lead indicator was recorded in device history after a 41 joule commanded shock had been delivered. An x-ray confirmed that the plasma fuse was open. This is consistent with damage incurred when the device output is shorted during high voltage shock delivery. A review of the daily shock impedances confirmed that multiple low shock impedances were recorded. It is concluded that the impedance measurement circuitry was functioning normally and the low shock impedance measurements recorded were most likely due to a lead issue. Rv pacing pulses were available at the time of explant.